Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited error alarm. It was reported that patient presented to ER due to alarming pump and infusion stopped. No patient injury reported.